Event description:
Event description guidant received information that this chronic implantable transvenous defibrillation lead measured an out-of-range (low) shocking impedance during induction testing with a replacement implantable cardioverter defibrillator (ICD). Arc marks were noted on the ICD case. A guidant technical services consultant recommended replacing the lead and implanting a different device, as the impedance and arcing suggests a shorted lead condition. A new lead and device were implanted without further incident. The affected lead was surgically abandoned.